Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported st elevation, air embolism, and air leak could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, UDI information(d4) and 510k(g3) are not available.

Event description:
During a paroxysmal atrial fibrillation procedure with a volt pfa catheter, a possible air leak and st elevation were noted after transseptal puncture with the swartz sheath and brk needle. Once contrast was administered into the swartz sheath, st elevation was noted on the 12 lead ECG. Aspiration of the swartz sheath was performed directly before and after contrast administration with no visible bubble intake. The swartz sheath was exchanged for an agilis sheath and the st elevation resolved after approximately 3 minutes. The pvi was successfully completed with the volt catheter. The procedure was completed with no adverse patient health consequences. No air ingress was noted, however it is alleged that there was most likely air intake into the swartz sheath during contrast injection.